Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a blank display. The customer replaced batteries, but display did not return. The customer's blood glucose was 185mg/dl; he has a pen as backup plan. After troubleshooting, the display did not return. The customer was advised the pump will be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the interface board. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the blank display. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.